Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The cartridge was taken off of the device and placed back on and it click into place. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.

Event description:
Major pump unit(s) involved: blood pump. Xve pump failurespecific component(s) involved: xve pump end of lifeintervention(s): switch from vented electric to pneumatic-mode.implant device type: lvad.

Event description:
It was reported that during a laparoscopic colon resection procedure, the device cut but did not staple. A new device was used to continue. A new device was used to complete the procedure. There was no patient impact. (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.